Manufacturer narrative:
A specific root cause could not be identified with the information provided for investigation. Calibration signals were comparable to signals reported internally during standardization of the lot. Quality controls were within range. There was no indication of a reagent or system issue. Assay performance check showed no indication of a system issue. The alarm trace showed no alarm on the date of occurrence indicating there was no system or sample issue. No adverse events were reported.

Manufacturer narrative:
(B)(6).

Event description:
The customer received a questionable carcinoembryonic antigen (cea) on their elecsys 2010 disk analyzer. The customer provided data for one patient with discrepant results reported outside the laboratory. Repeat testing was performed on the same elecsys 2010 analyzer. The patient had an initial cea result of 38.18 ng/ml accompanied by a data flag. The sample was repeated on (B)(6) 2011 and the result was 1.57 ng/ml. The customer deemed the 1.57 ng/ml result to be correct. The patient was not adversely affected by this event. The cea reagent lot number was 15922905 and the expiration date was 11/30/2011. The field service representative could not determine the cause of the event. He performed measuring cell carry-over test and performance testing with results within manufacturer's specification. Checked and verified instrument operation and mechanisms were all working within manufacturer's specification. All temperatures were within specification. Liquid level detector and pressure sensor voltages were within specification. The customer performed quality control with results within customer's specifications.